Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5 h6: remove device code 2885.

Event description:
It was reported that the battery gauge was inaccurate. In addition, the pump could not be charged with the usb cable. There was no reported impact to blood glucose. Multiple follow up attempts were made to complete troubleshooting; however, the customer did not respond.